Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue. It was also reported that the customer experienced a blood glucose (bg) level of 400. Bg level was addressed with a correction bolus via the pump.